Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to a dimensional discrepancy from an earlier vision which allowed the cable to slip. Corrective action has long since been taken to preclude this failure mode.

Event description:
The cable tensioner will not hold cable correctly. The event did not occur during a surgical procedure.